Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 10 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. The patient is being workup for thv in thv. The failure mode is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code, clinical code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the provided medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately 3 years and 10 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the latest echo from 12/19/2024 demonstrated an av mg of 35mmhg, suggestive of prosthetic valve stenosis, with a doppler velocity index (dvi) of 0.26. A computed tomography angiography (cta) review ruled out hypo-attenuated leaflet thickening (halt). The patient's structural cardiology physician believe that the patient has early degeneration of the tavr valve, and a surgical aortic valve replacement (savr) is considered a better long-term option.'' Per medical record, patient had vast comorbidities (e.g. Hypertension, esrd, chronic kidney disease, hyperlipidemia, etc.), which are well-known factors that may increase the risk of early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.